Event description:
Patient's leg was in stirrups when one of the stirrups failed allowing the leg to fall.manufacturer response for stirrup, palpro stirrup (per site reporter).mfg has been very cooperative and responsive to our concerns.